Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's reference number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered heart block requiring permanent pacemaker implantation. It was reported by the caller that during an idiopathic left-sided vt ablation procedure that was the patient developed infra his heart block. A temporary pacemaker was inserted and the patient was transferred to the cardiac care unit (ccu). The patient will have a permanent pacemaker implanted. The physician did not feel that the injury was related to bwi products. The event occurred during use of biosense webster products. The physician¿s opinion is that the cause of this adverse event was patient¿s condition. The patient¿s condition is unchanged. No report of extended hospitalization.